Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged sinus infection, skin irritation and burning sensation in nose. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device were completed by the manufacturer and found evidence of light dust-like contamination on top of the blower motor and the blower motor seal, black contamination with keratin, at the air outlet of the blower box, indiscriminate odor coming from the blower motor, tiny unknown black (inconsistent with degraded sound abatement foam) and white specs of contamination on the bottom the blower box, a black tiny piece of potential hair or fiber in the bottom of the blower box, unknown gray and black contamination (dust-like), inconsistent with degraded sound abatement foam, at the air inlet of the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-94. The manufacturer concludes the contaminates found were consistent with light dust-like contamination on top of the blower motor and the blower motor seal, black contamination with keratin, at the air outlet of the blower box, indiscriminate odor coming from the blower motor and tiny unknown black and white specs of contamination on the bottom the blower box, a black tiny piece of potential hair or fiber in the bottom of the blower box, unknown gray and black contamination (dust-like), at the air inlet of the blower box were inconsistent with degraded sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.